Manufacturer narrative:
Height: 140cm. When additional information becomes available a follow up report will be submitted. Associated medwatch: 3004721439-2020-00013.

Event description:
It was reported the valve had a blockage. The reporter indicated that a 16 month 26 day post-operative valve had a blockage and required explantation. Additional information was not provided.

Manufacturer narrative:
Investigation: visual inspection: in the first step of our investigations, we carried out a visual test on the valve. Permeability test: to proof the penetrability of the valve we have carried out a penetrability test. This test is carried out at a hydrostatic pressure of approximately 20-30 cmh2o in the direction of flow. Adjustment test: this test is only applicable to adjustable valves. Braking force and brake function test: this test is only applicable to adjustable valves. Results: first, we performed a visual inspection of the paedigav. No significant deformations or damage of the valve was detected during the visual inspection. Next, we tested the permeability of the valve. The test result show that the paedigav is permeable. In order to verify whether the valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. Inside the valve we have found build-up of substances (likely protein), which may have caused the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of occlusion. The paedigav operates within the specified tolerances. We suspect that the observed deposits may have temporarily affected the function of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.